Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she notices a shimmering in her vision when there is light and blurry vision when reading the phonebook. She reported she needs bright light to read. All the request of consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).